Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was seen for normal programming and impedances were observed. The patient reported a slight fall and heavy activity level. The rep programmed around the impedances and the event was resolved. No patient complications were reported as a result of this event. The rep reported that impedances were greater than 40,000 ohms.